Manufacturer narrative:
Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that during a follow up it was not possible to interrogate this device. At this time the device remains implanted. No adverse patient effects were reported.